Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose was ranging from 400 mg/dl to 600 mg/dl. It was also found the customer could not get their blood glucose down below 300 mg/dl. Customer's blood glucose was 280 mg/dl at the time of the call. The customer stated they had treated their blood glucose with manual injections and with the insulin pump. It was found the customer was feeling woozy as a result of their high blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.